Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2026. During the procedure, when pressurized to 20 atm without a hold time, leakage was observed from the proximal portion of the balloon closest to the scope. A visible stream of water was noted leaking from this area. The procedure was completed with another cre wireguided dilatation. There were no patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to have full recovered.